Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described by the reporter as probably due to a touch contamination. The patient was hospitalized for the peritonitis. On unreported dates, in the same month as hospitalization, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (dose and frequency was not reported) and subsequently the treatment with vancomycin was discontinued. Eleven days after being admitted, the patient was discharged from the hospital. On an unreported date, in the same year, the patient was recovered from the peritonitis. On unknown dates in the same year, pd therapy was discontinued. No additional information is available.